Event description:
The customer alleged that when CPR was pulled bed went flat but would not continue to trend. Customer alleged blower was malfunctioning. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician suggested the mcb needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account three times to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer alleged that when CPR was pulled bed went flat but would not continue to trend. Customer alleged blower was malfunctioning. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).